Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented to the emergency room complaining dizziness. An acceleration of pacing at 120 bpm was reported while the patient was resting. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.